Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while the transection and stapling of distal stomach, the device was able to fire the 2 reloads but there was a poor staple formation. On the first reload, one of the 4 distal staples did not form at all, the legs were straight. On the second firing, there were malformed staples between proximal to central. There was also an incomplete staple line distally which was fixed using a clip applier.